Manufacturer narrative:
The siemens customer care center (ccc) dispatched the customer service engineer (cse) to the customer site. The cse examined the centrifuge module (cm) and determined that the refrigeration unit had failed. The cse installed a new ventilator and ac (air conditioning) compressor. The cse also verified the power supply and temperature alarms were operational. The cse installed the cm to the steramlab track and all alignments between the cm and streamlab were performing according to specifications. No further evaluation of this device was required and the cause of cardiac troponin I (ctni) discordant results on one patient sample is unknown.

Event description:
The operator of the streamlab core unit called the siemens customer care center (ccc) to report an increased temperature in the centrifugation module (cm) and a cardiac troponin I (ctni) discordant low result with a patient sample which was run on a dimension vista instrument after being processed on the streamlab. The discordant result was reported to the physician(s). The operator informed the ccc that sample tubes were found to be bent when the cm robot tried to pick up the tube. The operator did not report any delays as other centrifuges were available offline. The sample was repeated and resulted higher and the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant result.